Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted the silicone tubing slipped back from the patient adapter. There are markings inside the tubing indicating the tubing was positioned on the patient adapter. The reported condition was verified. The cause of the condition could not be determined, however the assembly between the connector and the silicone tubing is a friction fit and not a solvent bond; therefore, a strong tug on the tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient connector and the silicone tubing of a minicap transfer set. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.